Event description:
Reporter alleges the left breast has been softer and flatter for a few years and the right breast is burning without history of trauma. The right has always had an inferomedial indent. Patient's main concern is progressive systemic symptoms including arthralgias/myalgias (positive morning stiffness), paresthesias, spasms, swelling, fatigue, sleep disturbances, adenopathy, hot flashes/sweats and chills, headaches, visual changes, dizziness, memory loss, sicca, hair loss, rashes, sensitive to sun/cold, shortness of breath/chest pain/ costochondritis, choking sensation, skin disturbances and decreased libido. Report also alleges rupture. Patient is otherwise healthy.